Manufacturer narrative:
H.6. Investigation: this product is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0142158 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0142158 ((B)(4) tubes) were available for inspection. The retention samples showed no media defects in 100/100 tubes from visual inspection. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33-to-37-degree celsius incubator and five tubes were placed in the 20-to-25-degree celsius incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation. Additionally, under uv light, the incubated tubes did not show any increased fluorescence to indicate microbial growth. Four photos were received to assist with the investigation: the first photo shows a mgit 7ml tube and there does appear to be fungal growth. The second photo verifies the batch as 0142158. The third photo shows another angle of a mgit 7ml tube with what appears to be fungal growth. The last photo shows the barcoded label of a mgit 7ml tube. No returns were received to assist with the investigation. The complaint can be confirmed from the photos. Based on the low defect rate for this batch, no actions are planned at this time. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that while using 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "245122 product code lot no: 142158 bbl stated that they saw fungal growth in two mgit tubes in only one box. The mgit tubes were stored in a suitable environment. Expiry date of tubes 2021-11-17."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "245122 product code lot no: 142158 bbl stated that they saw fungal growth in two mgit tubes in only one box. The mgit tubes were stored in a suitable environment. Expiry date of tubes 2021-11-17."